Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for fecal incontinence and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. No symptom improvement. Recent implant (B)(6) 2016 and the patient does feel stimulation. During call the patient increased stimulation from 1.0 to 1.2 on program 4. Patient services reviewed patient can inform hcp (healthcare provider) regarding leg pain. Event date for no symptom improvement was (B)(6) 2016, patient started feeling pain in leg was (B)(6) 2016 and numbness in vaginal area was (B)(6) 2016. Patient later called back to report her stimulation was causing numbness and pain in her leg. Caller increased from 1.0-1.2 volts on call ((B)(6) 2016) on program 4 and during the night her leg was shaking and she was feeling weird. She didn't have control of her limbs. Patient services assisted caller in connecting to ins (stimulator), turning stimulation on, and decreasing stimulation to 0.6 volts. She couldn't feel stimulation but her side effects subsided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.